Event description:
It was reported that the patient was hospitalized due to fever and infection. The system was explanted and several days later, a new system was implanted. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.